Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method and endovive jejunal feeding tube was used during a procedure performed on (B)(6) 2025. On (B)(6) 2025, a family member of the patient reported that the device had been obstructed since it was implanted and that the patient feeding was taking more than three hours without administration being completed. The tube was flushed with a 60 ml syringe before and after use, but a resistance was felt even during flushing. The tube was flushed three times, and the feeding regimen started over, but after three hours was not completed, which was considered as abnormal. No further information has been obtained despite good faith efforts. The family member stated that they had called an ambulance five times due to complications with the feeding tube however, no patient complications have been reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf device code a1409 captures the reportable event of a feeding tube obstruction within device.